Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial tachycardia / atrial fibrillation (at/af) episodes were detected as a result of the right atrial (ra) lead far-field r-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event.